Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and a delivery system was not reported. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen for implant. During deployment, the right atrial disc had a bulbous deformation. It was reported the deformed device was never released from the delivery cable. A decision was made to replace the device with a second 25-18mm amplatzer talisman pfo occluder. The replacement device was implanted in the patient with no adverse patient consequences. There was no report of interaction with any cardiac structures during deployment and there was no angulation/kink with the delivery system. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.